Event description:
Patient reported left side "ptosis, discomfort in the chest and axillary area, left side rupture" via "ultrasound". Healthcare professional later reported left side "implant rupture", "capsular contracture baker grade iii" via ultrasound and MRI. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Clarification to b3 date of event - partial date 2023 as it was reported that soreness was felt "for 2 years." A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "ptosis"; capsular contracture, baker grade iii.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number and catalog number of the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ chest pain: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported left side "ptosis, discomfort in the chest and axillary area, left side rupture" via "ultrasound". Healthcare professional later reported left side "implant rupture", "capsular contracture baker grade iii" via ultrasound and MRI. The device has been explanted and replaced with another manufacturers device.